Manufacturer narrative:
(B)(4). A visual examination revealed that only the silastic tubing was returned for analysis. An examination of the silastic tubing found no issues with the actual tubing. There were no tears evident along the length of tubing. Measurement of the internal diameter of the tubing found a maximum inner diameter of 0.062 inches which is within specification. Device analysis determined that the condition of the returned device was consistent with the complaint incident. Based on the condition of the returned device, and the evaluation conducted the most probable root cause of the reported failure is operational context. A review of the device history record (DHR) was performed; no anomalies were noted that could be related to this complaint. A review of complaint history for the reported lot number was performed and concluded there were no other complaints reported for this lot. A labeling review was performed, and from the information available this device was used per the directions for use (dfu)/product label.

Event description:
It was reported to boston scientific corporation that an ultraflex tracheobronchial covered stent was implanted within the main left bronchus of a cancer patient on (B)(6) 2011. According to the complainant, the stent was released without problem and the delivery catheter was withdrawn. During withdrawal, under bronchoscopic visualization, it was discovered that a plastic ring from the delivery catheter had come loose and detached within the stent, in the patient's bronchus. Using biopsy forceps, the plastic ring was successfully removed. It was reported that the stent remains implanted and is "perfectly placed." The patient condition post procedure was reported to be fine and stable.